Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted in the mid lcx. Approximately 17 months post the index procedure, the patient died due to congestive heart failure. The investigator has indicated the event was not related to the study device. At the 3 month follow up, the patient's cardiac status was reported as class IV, 6 month - class iii, 9 month-class iii, 12 month-class ii and 15 month class ii as per the (B)(6) of angina. (Reference MFR#'s 9612164-2012-00213 and 9612164-2012-00214).

Manufacturer narrative:
Results: death. (B)(4).